Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a moderately calcified, mildly tortuous, proximal right coronary artery stenting procedure, a 3.0x18 mm xience xpedition stent was implanted and a proximal edge dissection was noted. A 3.5x12 mm xience xpedition stent was implanted to successfully treat the dissection. There was no adverse patient sequela. No additional information was provided.